Event description:
Major pump unit(s) involved: device thrombosisadditional text: inflow cannulaspecific component(s) involved: inflow valveadditional text: large thrombus obstructing inflow cannulaother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of pumpother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: inflow valve.